Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was also reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. The customer replaced the cartridge and continued insulin therapy. Customers blood glucose level was 150 mg/dl.